Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2217904 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of 6/7f mynxgrip vascular closure device (vcd) was found fully inside the sleeve when the device was removed from the patient. Hemostasis was achieved by manual compression for about 20 minutes. There was no reported patient injury. The type of procedure the mynxgrip was used in was a transfemoral cerebral angioplasty (tfca) with a retrograde approach. The deployer¿s was certified to the mynx device. The device was stored and prepped per the instructions for use (IFU). A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The advancer tube was visible. The user shuttled down completely. There was no significant resistance when shuttling down nor was unusual force applied when retracting the sheath. There were not multiple sheath exchanges. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of 6/7f mynxgrip vascular closure device (vcd) was found fully inside the sleeve when the device was removed from the patient. Hemostasis was achieved by manual compression for about 20 minutes. There was no reported patient injury. The type of procedure the mynxgrip was used in was a transfemoral cerebral angioplasty (tfca) with a retrograde approach. The deployer¿s was certified to the mynx device. The device was stored and prepped per the instructions for use (IFU). A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The advancer tube was visible. The user shuttled down completely. There was no significant resistance when shuttling down nor was unusual force applied when retracting the sheath. There were not multiple sheath exchanges. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle, covering the balloon proximal tip. The sealant was observed compressed, protruded out from the outer cartridge tubing side slit, and adhered to the device components as received. It was reported that ¿the advancer tube was visible.¿ however, the advancer tube was found remained inside the outer cartridge tubing, abutting the sealant proximal end. It is unknown if the device was manipulated after the procedure. The syringe and procedural sheath were not returned with the device. The device was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Per functional analysis, the sealant grip tip was loosened from the device components. The shuttle was retracted to the black handle, and the advancer tube was found properly engaged to the proximal tamp lock as received, which matched the intended use. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, visual inspection at high magnification showed that the sealant was compressed, protruded out from the outer cartridge tubing side slit, and adhered to the device components, and that the tamp locks remained in good condition as received. A product history record (phr) review of lot f2217904 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Patient or procedural factors may have contributed to the reported event. However, it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.